Manufacturer narrative:
Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon distal tip, approx 4 mm from the balloon proximal tip. No other source of leaks was identified. The review of the lhr (lot f1234504) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained in the mid femoral head via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size greater than 5mm. Following the procedure, the tech who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. The device was prepped per the IFU. It was reported that the device was inserted into the sheath, the balloon was inflated and the stopcock was closed. Then the physician pulled back and the device pulled through. The pt was converted to approx 15-20 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela.